Event description:
Relion micro glucometer. Pt reported to the office that his blood sugar was 652 and he took 18 units of humalog. He repeated his blood sugar and it is now 952. Blood sugar tested with an alternate meter (bayer contour) and it was 250. We looked at the relion micro and pt had been reading it upside down: 652 was 256, 952 was 259. Pt will watch blood sugars closely and eat food to maintain blood sugar.